Manufacturer narrative:
The insulin pump was received with high stop current, problem isolated to rfb. Pump passed the self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked battery tube threads, minor scratched and cracked display window.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was 120 mg/dl. The customer stated that the battery indicator showed less than 2 bars. The customer did not receive a weak battery alert after inserting current battery. The product was returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect.